Manufacturer narrative:
510k: this report is for an unknown helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during on a trochanteric fixation nail advanced (tfna) short nail insertion on (B)(6) 2018, the hexagonal flexible screwdriver backed out a little bit and over turned the screwdriver. The surgeon was inserting the helical blade and had trouble advancing the blade past midway. The surgeon used the flexible screwdriver to back out the set screw some as it could be interfering with the advancement of the helical blade. The flexible screwdriver broke at one of the links from over turning counter clockwise. Procedure was completed successfully with a five (5) minute delay. There is no reported patient consequence. Concomitant device reported: trauma screws (part: unknown; lot: unknown; quantity: 1), tfna nail (part: unknown; lot: unknown; quantity: 1). This report is for an unknown helical blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.